Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was leaking out through the tip of the foley while they were testing it prior to placing it on the patient. So, they just opened a new one and placed it on the patient without any events.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was leaking out through the tip of the foley while they were testing it prior to placing it on the patient. So, they just opened a new one and placed it on the patient without any events. Per customer follow up received via mail on 26jun2025, it was reported that while placed in patient balloon filled the package specified mls, then slipped out. Balloon then tested on back table and found to be leaking out through the tip of the foley. New foley opened for patient and was successfully placed. They just changed the foley with a new one.